Event description:
The customer reported that the system was not saving pt images. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The issue was reportedly resolved over the phone, however, no conclusion can be drawn as further repair info is not available at this time.